Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was brought in for testing three days later where noise was able to be reproduced in different positions and especially when using pectoral muscles. The sensing was reprogrammed from secondary to primary and the noise was marked appropriately. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to primary with a one time gain. Boston scientific technical services (ts) was consulted and discussed that there was another untreated episode stored due to oversensing of noise. Ts further observed that there were variable morphologies in secondary vector over the last year. During testing the variable amplitude was also noted in alternate vector. Ts suggested inquiring what the patient was doing at the time of the episodes and to perform x-rays. Additional information was received that the patient had x-rays taken to assess the system. The x-rays were sent to ts for review. Ts noted that although the provided x-rays do not allow us to be conclusive on system placement and depth, the electrode appears tilted towards the left pectoral, thus the distal electrode cable may be more susceptible to myopotentials. Ts discussed further troubleshooting and to consider performing additional x-ray imaging. Further information was received almost a year later that the patient received another inappropriate shock while sleeping. Upon review of the episode the field representative noted the qrs was very small in amplitude and requested technical services (ts) review. No noise was able to be reproduced by touching or taping the electrode or device can. It was further noted that the patient was hospitalized and noted to have anxiety due to the socks. Upon review of the data, ts noted that the signal is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons this occurs and discussed that if due to a lead fracture the noise is typically able to be reproduced. Ts also observed variability of the r wave amplitudes in primary vector and discussed that they were likely caused by body posture change. Ts advised of further troubleshooting and programming options. Requests for additional information were sent to the field representative. No additional information is available. If additional information becomes available the report will be updated at that time. The s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was brought in for testing three days later where noise was able to be reproduced in different positions and especially when using pectoral muscles. The sensing was reprogrammed from secondary to primary and the noise was marked appropriately. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to primary with a one time gain. Boston scientific technical services (ts) was consulted and discussed that there was another untreated episode stored due to oversensing of noise. Ts further observed that there were variable morphologies in secondary vector over the last year. During testing the variable amplitude was also noted in alternate vector. Ts suggested inquiring what the patient was doing at the time of the episodes and to perform x-rays. Additional information was received that the patient had x-rays taken to assess the system. The x-rays were sent to ts for review. Ts noted that although the provided x-rays do not allow us to be conclusive on system placement and depth, the electrode appears tilted towards the left pectoral, thus the distal electrode cable may be more susceptible to myopotentials. Ts discussed further troubleshooting and to consider performing additional x-ray imaging. Further information was received almost a year later that the patient received another inappropriate shock while sleeping. Upon review of the episode the field representative noted the qrs was very small in amplitude and requested technical services (ts) review. No noise was able to be reproduced by touching or taping the electrode or device can. It was further noted that the patient was hospitalized and noted to have anxiety due to the socks. Upon review of the data, ts noted that the signal is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons this occurs and discussed that if due to a lead fracture the noise is typically able to be reproduced. Ts also observed variability of the r wave amplitudes in primary vector and discussed that they were likely caused by body posture change. Ts advised of further troubleshooting and programming options. Requests for additional information were sent to the field representative. No additional information is available. If additional information becomes available the report will be updated at that time. The s-ICD and electrode remain in service. Additional information was received that the patient was clinically diagnosed with mental distress due to the shocks. Therapy was programmed off in the s-ICD and a discussion regarding revision would occur between the patient and physician. At this time the s-ICD and electrode remain in service and no additional adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was brought in for testing three days later where noise was able to be reproduced in different positions and especially when using pectoral muscles. The sensing was reprogrammed from secondary to primary and the noise was marked appropriately. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to primary with a one time gain. Boston scientific technical services (ts) was consulted and discussed that there was another untreated episode stored due to oversensing of noise. Ts further observed that there were variable morphologies in secondary vector over the last year. During testing the variable amplitude was also noted in alternate vector. Ts suggested inquiring what the patient was doing at the time of the episodes and to perform x-rays. Additional information was received that the patient had x-rays taken to assess the system. The x-rays were sent to ts for review. Ts noted that although the provided x-rays do not allow us to be conclusive on system placement and depth, the electrode appears tilted towards the left pectoral, thus the distal electrode cable may be more susceptible to myopotentials. Ts discussed further troubleshooting and to consider performing additional x-ray imaging. Further information was received almost a year later that the patient received another inappropriate shock while sleeping. Upon review of the episode the field representative noted the qrs was very small in amplitude and requested technical services (ts) review. No noise was able to be reproduced by touching or taping the electrode or device can. It was further noted that the patient was hospitalized and noted to have anxiety due to the socks. Upon review of the data, ts noted that the signal is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons this occurs and discussed that if due to a lead fracture the noise is typically able to be reproduced. Ts also observed variability of the r wave amplitudes in primary vector and discussed that they were likely caused by body posture change. Ts advised of further troubleshooting and programming options. Requests for additional information were sent to the field representative. No additional information is available. If additional information becomes available the report will be updated at that time. The s-ICD and electrode remain in service. Additional information was received that the patient was clinically diagnosed with mental distress due to the shocks. Therapy was programmed off in the s-ICD and a discussion regarding revision would occur between the patient and physician. At this time the s-ICD and electrode remain in service and no additional adverse effects have been reported. Additional information was received that the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was brought in for testing three days later where noise was able to be reproduced in different positions and especially when using pectoral muscles. The sensing was reprogrammed from secondary to primary and the noise was marked appropriately. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to primary with a one time gain. Boston scientific technical services (ts) was consulted and discussed that there was another untreated episode stored due to oversensing of noise. Ts further observed that there were variable morphologies in secondary vector over the last year. During testing the variable amplitude was also noted in alternate vector. Ts suggested inquiring what the patient was doing at the time of the episodes and to perform x-rays. Additional information was received that the patient had x-rays taken to assess the system. The x-rays were sent to ts for review. Ts noted that although the provided x-rays do not allow us to be conclusive on system placement and depth, the electrode appears tilted towards the left pectoral, thus the distal electrode cable may be more susceptible to myopotentials. Ts discussed further troubleshooting and to consider performing additional x-ray imaging. Further information was received almost a year later that the patient received another inappropriate shock while sleeping. Upon review of the episode the field representative noted the qrs was very small in amplitude and requested technical services (ts) review. No noise was able to be reproduced by touching or taping the electrode or device can. It was further noted that the patient was hospitalized and noted to have anxiety due to the socks. Upon review of the data, ts noted that the signal is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons this occurs and discussed that if due to a lead fracture the noise is typically able to be reproduced. Ts also observed variability of the r wave amplitudes in primary vector and discussed that they were likely caused by body posture change. Ts advised of further troubleshooting and programming options. Requests for additional information were sent to the field representative. No additional information is available. If additional information becomes available the report will be updated at that time. The s-ICD and electrode remain in service. Additional information was received that the patient was clinically diagnosed with mental distress due to the shocks. Therapy was programmed off in the s-ICD and a discussion regarding revision would occur between the patient and physician. At this time the s-ICD and electrode remain in service and no additional adverse effects have been reported. Additional information was received that the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The episodes in memory were reviewed and no instances of noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode were noted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.